Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported the tampon came apart during removal leaving pieces behind. Consumer removed all pieces.